Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported in the recovery room when attempting to program the patient's scs system, the implantable pulse generator would not connect with the clinician or patient controller. A reset with the magnet was performed several times without success. Consequently, it was decided to change the device for another generator, and the issue was resolved.